Event description:
During the procedure the gdc 10-2d 2-diameter synerg detection circuit detached prematurely in the fast tracker-10 infusion catheter. No patient injury and/or complications were reported.